Manufacturer narrative:
Ees#.976299-c. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, misaligned; damaged feed bar, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results antibackup functional, yes; firing: feed conform, yes; firing: form conform, yes; jaws: hold clip, yes; jaws: inside width at tips, .220; lockout functional, yes and number of clips fed and formed, 15. Analysis conclusion: based upon inquiry info received, the visual examination, and functional testing, no conclusion could be reached as to what may have caused the reported incident. Instrument was returned in good physical condition. Instrument was cycled, fed, and formed clips within design specification when tested. It was concluded that instrument was conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure clips feed and form properly.

Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the devices were dropping clips. There was no pt consequence.